Event description:
It was reported: "loose tibial components and stem detached from tibia".

Manufacturer narrative:
Additional information has been requested and if available it will be submitted on the supplemental report.